Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a stone. However, the handle cannula broke. There were no patient complications reported as a result of this event.